Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unfolded and unable to be inserted into the sheath. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon was unfolded and unable to be inserted into the sheath. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane folded inside the t-handle and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. Two kinks were observed; one on the catheter tubing and inner lumen approximately 26.9cm from the iab tip and the other on the inner lumen within the membrane approximately 22.6cm from the iab tip. A laboratory insertion test was unable to be performed due to the inner lumen kinked. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kinks on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint #: (B)(4).

Manufacturer narrative:
Additional information: section h - evaluation method codes, added: analysis of data provided by user/third party; 4112. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unfolded and unable to be inserted into the sheath. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unfolded and unable to be inserted into the sheath. There was no reported injury to the patient.

Manufacturer narrative:
Additional information return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4)